Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which lead to oversensing and elevated thresholds. As a result, the lead was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
This lead is expected to be returned. Once returned analysis will be completed and this report will be updated.